Manufacturer narrative:
The returned defibrillator was eval'd and a resistor, r121 on the control board, was found to have a mechanical break that prevented the unit from powering on properly. The unit was repaired and proper operation for pt treatment was verified. The condition of r121 being broken is the result of severe bumps to the device during use and/or handling. The hs3000 operating instructions explain the steps to be taken should the defibrillator fail to power on. Due to production issues, the control board design was changed in december 1995 which, among other things, turned the resistor r121 90 degrees. Laedral medical reported this incident to the required authorities.

Event description:
This defibrillator was reported to have failed after having been used on a pt. The user had problems turning on the defibrillator. The customer requested extensive testing. There is no further incident or pt info.